Event description:
It was reported that the patient underwent an ob-gyn procedure on (B)(6) 2024 and barbed suture was used. The loop was broken during the suturing operation. It was not a control release needle. It is possible that the suture had been dented by the tray as it was caught in the package. It was also reported that the suture was broken during suturing operation. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * please provide the lot number. >unk attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/22/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: -contact name: <english>(B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one needle-suture piece outside its packaging that pertain to product code sxpp1b113. During the visual assessment of the needle sample, it was noted that the swage and attachment area were as expected. The suture piece was examined, and the section of the loop was not received for evaluation. The extreme was to be cut probably by a surgical instrument and body fluids were found on the strand. After further evaluation crimping marks were observed near the extreme possibly caused by a surgical instrument. Additionally, a photo was provided, and with the same condition as the received sample. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.